Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the patient had experience elevated blood glucose (bg) of ¿high¿ (>600mg/dl) with moderate ketones, nausea, and abdominal pain associated with a power issue. Reportedly, the pump had powered off after emitting a replace battery alarm. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and resumed insulin pump therapy with the same pump. The reporter noted that the patient was also going through puberty. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error due to inadequate response to an alarm.